Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested a minimum of 50 units filling multiple cartridges with insulin during the load process. Reportedly, the customer loaded cold insulin with the initial cartridge. During troubleshooting with tandem technical support, the customer reloaded a cartridge and was able to complete the load process. There was no impact to the customer's blood glucose level.